Event description:
It was initially reported that the patient had tremor and gait issues. During follow up to obtain additional information, the healthcare provider (hcp) that the device/therapy was causal/contributory to the patient's passing. They stated that it contributed to the patient's worsening cognitive decline after switching from constant to adaptive deep brain stimulation (dbs). Actions/interventions performed with respect to worsening cognitive decline was to switch back to constant dbs. They confirmed that cause of death was pneumonia and uti; the device/therapy did not cause the pneumonia and uti. Interventions taken were hospitalization and antibiotics to treat unrelated symptoms of uti and pneumonia. Prior to patient passing, they were hospitalized with admitting diagnosis that included delirium, encephalopathy, confusion and malnourishment. The patient passed away at home. It was not reported to the healthcare provider (hcp) whether there had been an autopsy performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep).the following information was confirmed with the managing healthcare provider (hcp). The mdt device or therapy was not causal or contributory with respect to the patient's passing. It was confirmed by the patient¿s spouse and patient¿s neurologist that cause of death was pneumonia and uti. The mdt device/therapy was not causal or contributory with respect to the pneumonia and uti. In respect to the reported worsened cognitive decline, the rep statedthat the patient's wife claimed that there was a worsening or decline in cognition after dbs implant (constant dbs) and declined over time and claimed it worsened after adaptive dbs was activated. It was reiterated that action was taken and hcp turned off adaptive dbs and left it on constant dbs. No medical events/procedures leading up to the patient¿s death were reported or known at time of report. When the patient had been hospitalized prior to their passing, their admitting diagnosis was pneumonia and uti. Additional symptoms reported by the patient's spouse and hcp mentioned that patient experienced confusion. The patient passed away at their home. No autopsy or toxicology report was made available or known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.